Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the reported event was caused by a result of repeated long-term use and components wearing down. The ap substrate and dr substrate failing likely caused the event. In ap substrate and dr substrate, driving, control, and image preprocessing of the 180 scope are carried out. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was unable to be confirmed. However, the unit did fail inspection for presenting no image with a 180 scope due to a faulty patient board set. Additionally, the socket was worn causing a loose connection with scopes and camera heads needing replaced. Furthermore, the unit failed the scope socket locking test, presented with cosmetic wear, and had an outdated power switch. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center experienced a front panel malfunction. According to the initial reporter, the scope front panel connector was not functioning properly. There was no patient harm or consequence reported as a result of this event.